Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A tripped trend review was completed for the reported complaint and precision strips, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Describe event or problem ) and (brand name) were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of 368 mg/dl and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader ((B)(4)) was returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified this also serves as a correction report. Section omitted the following text from the MDR follow up #1 report. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of 368 mg/dl and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 368 mg/dl and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.